Manufacturer narrative:
The reported event of lead was unable to be implanted was not confirmed. A complete lead was returned in one piece with helix found to be retracted and clogged with blood. After cleaning, the helix was able to extend and retract by applying torque directly at the connector pin. The measured full helix extension length was within specifications. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that during procedure, the patient's right atrial (ra) lead was unable to be implanted. The physician tried several positions to place the lead but it still failed. The ra lead was not used and replaced. The patient was stable throughout procedure.